Event description:
It was reported that the electrocardiogram (ECG) port on the programmer was damaged, that the port "forced" into the analyzer platform could not be accessed. It was further noted that an upgrade to wireless was requested, if it was possible. The programmer was returned for service. The analyzer was also returned, analyzed and tested out of specification. No patient involvement was indicated with this event.

Event description:
It was reported that the electrocardiogram (ECG) port on the programmer was damaged, that the port "forced" into the analyzer platform could not be accessed. It was further noted that an upgrade to wireless was requested, if it was possible. The programmer was returned for service. No patient involvement was indicated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event, the electrocardiogram (ECG) connector was broken off and pushed inside the programmer, making it impossible to plug into. It was also noted that the power cord door was damaged, and the logo button was missing. (B)(4): analysis found that this device failed multiple functional tests and was deemed unusable.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.